Manufacturer narrative:
H10: the actual device was not available; however, a photo and eight retained samples were received. The picture provided was visually inspected and a damage on tip of luer spike was observed the reported condition was verified. The cause could be attributable to molding process, due to an incomplete molding of the spike connector caused by a damage in mold cavity 26. A nonconformance has been opened to address this issue. Eight retained samples were received and were visually and functionally inspected. The retention samples were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a blood leakage from the arterial patient connector was observed shortly after starting treatment with a gambro cartridge ext dialyzer line. Amount of blood loss reported as "very little". Blood was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.